Event description:
During a t.u.r.p., the beak of the resectoscope sheath broke off and fell in to the pt's bladder. With the use of a forceps, the surgeon was able to retrieve the broken piece. The surgeon stated that in his opinion, the broken piece causedd some trauma and bleeding of the urethra.